Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, superficial femoral artery that is 60% stenosed. The lesion was pre-dilated with a 5.0x100 unspecified balloon. During deployment of the 6.0x100mm absolute pro self-expanding stent only 1/4 deployed as the thumbwheel would not rotate. Therefore, the delivery system was withdrawn, and a new same size device was used to complete the procedure. It was noted that a .018 guide wire was used with the absolute pro. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
2017- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, a .018¿ guide wire was used with the absolute pro. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU), states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire resulted in the distal shaft becoming bent in the mildly calcified, mildly tortuous, and 60% stenosed anatomy thus resulting in preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted wrinkled sheath likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.